Event description:
The customer contact reported air in the tubing distal to the pump with no pump alarm. At an unspecified time, the pump was programmed to deliver normal saline, at a rate of 1000ml/hr, and the delivery was started. No further programming parameters were provided. The container size was reported to be 1000ml. After an unspecified length of time, the nurse noted air in the tubing set distal to the cassette, reportedly 2 feet from the pt. The customer contact could not specify if the pump alarmed for air in line. It was reported that no air reached the pt. The pump remained in clinical use. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. During testing at the user facility, the device sounded an audible alarm when air was present in the tubing set 4-6 inches distal to the cassette. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This event was identified as part of a customer notification dated (B)(6) 2010. This report represents all the info known by the reporter upon query by hospira personnel, (B)(4).